Manufacturer narrative:
(B)(4). Improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was determined that the patient had disconnected from the homechoice machine during initial drain and then reconnected. The technical services representative assisted the patient in clearing the alarm by cycling power and reviewed proper procedures with the patient. The patient stated that they would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.